Manufacturer narrative:
The stretcher was evaluated by an authorized field service technician. A visual and functional evaluation was conducted. No specific observation was made that attributed to the reported issue; however, the technician adjusted, lubricated and tightened all leg and pivot hardware prior to returning the stretcher to service. Due to the age of the stretcher probable cause is attributed to wear/tear. Instructions are provided in the IFU on how and when recommended preventive maintenance and inspection activities should be completed.

Event description:
It was reported after loading a patient onto the stretcher, the medic crew observed the stretcher allegedly leaning to the right side. A precautionary decision was made to remove the patient and discontinue transport on the stretcher. It was reported this was not an emergency transport and no adverse effects resulted. .

Event description:
It was reported after loading a patient onto the stretcher, the medic crew observed the stretcher allegedly leaning to the right side. A precautionary decision was made to remove the patient and discontinue transport on the stretcher. It was reported this was not an emergency transport and no adverse effects resulted. .